Event description:
The ge oec 9800 fluoroscopy system had vertical lift column failure.

Manufacturer narrative:
A ge oec service rep investigated the issue and found the standby key-switch was not completely on and had disable the lift. The customer was informed to assure key-switch is completely turn on to eliminate this issue. The system was tested, found to be operating as intended, and released to the customer for use. The facility was unable to, or would not provide any pt info with respect to this issue. No pt injury or harm was reported as a result of the noted malfunction.